Manufacturer narrative:
The field service engineer (fse) found an o-ring in the electrode block was missing. The fse replaced the o-ring along with the acrylic blocks and adjusted the gear pump pressure. The customer ran calibration and qc with no issues.

Event description:
The initial reporter questioned high results for patients tested for ca2 calcium gen.2 (ca2) and sodium (na) and low results for patients tested for co2 on a cobas 4000 c (311) stand alone system. The customer provided discrepant results for 2 patient samples tested for ca2. Patient 1 initial result was 16.04 mg/dl. The repeat result was 9.56 mg/dl. Patient 2 initial result was 13.36 mg/dl. The repeat result was 10.07 mg/dl. The questionable result for patient 1 was reported outside of the laboratory. The questionable result for patient 2 was not reported outside of the laboratory. The repeat results were believed to be correct. The ca2 reagent lot number was 610980. The expiration date was not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6)-2022 and was acceptable. Alarms were noted. Qc was acceptable. There was no indication for a reagent performance issue. "Bath water level sensor" and "water reservoir level too low" alarms were observed on the alarm trace data. The service actions resolved the issue.